Manufacturer narrative:
This report is being supplemented to provide additional information including additional device evaluation findings and the legal manufacturer's final investigation. Additionally, the (h4) device manufacturer date was added. It was noted through additional device evaluation that due to damage of the channel tube; water leakage was found. This may have been a factor in the reported malfunction as indicated in the investigation summarized below. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Due to the leakage from the biopsy channel tube identified during evaluation, proper reprocessing may not have been possible, and the foreign matter may not have been removed. However, the definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the scope cover cracked, plastic distal end cover chipped, adhesive around the objective lens and light guide lens corroded, as well as adhesive on the bending section cover detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, evis exera iii gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the plastic distal end cover and connecting tube had foreign objects. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.